Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time vyaire is unaware if the sample will be provided. At this time we are currently waiting for the sample. If the customer provides the sample for further investigation or additional information is obtained, vyaire will provided a follow up emdr.

Event description:
Customer reported that the patient needed fetal scalp electrode (fse) replaced. The fse did not work.